Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Visual examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-36040 it was reported a patient's right ventricular (rv) lead presented with variable capture due to dislodgement, confirmed via x-ray. This was addressed during a procedure on 7 jul 2023, in which the implantable cardioverter defibrillator (ICD) lost bluetooth connection. The ICD and rv lead were both explanted and replaced within the same operation. Post-procedure the patient was stable.